Event description:
It was reported that during a carotid stenting treatment procedure, catheter withdrawal resistance occurred. The physician was treating a stenosed lesion located in the mildly tortuous and mildly calcified left internal carotid artery. Vascular access was obtained through the right iliac artery. The lesion was pre-dilated with both a 3mm and a 4mm balloon catheter. This 10x24mm carotid wallstent was used to treat the lesion, but the stent delivery system (sds) met resistance at the stenosed lesion and was unable to cross. The physician attempted to withdraw the device, but the catheter was not able to move. Eventually the device was withdrawn from the patient intact against resistance. The lesion was pre-dilated again with a 4mm and a 5mm balloon catheter, and another carotid wallstent was implanted to complete the procedure. There were no reported patient complications as a result. The patient was asymptomatic during the procedure and was listed as "stable" post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood along the shaft of the device. A visual examination found that the stent was fully mounted. A severe kink was found on the shaft 168mm proximal to the distal end of the outer sheath, located at the monorail exit. It was noted that the outer sheath was broken at the same location. No issues were noted with the profile of the distal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, catheter withdrawal resistance occurred. The physician was treating a stenosed lesion located in the mildly tortuous and mildly calcified left internal carotid artery. Vascular access was obtained through the right iliac artery. The lesion was pre-dilated with both a 3mm and a 4mm balloon catheter. This 10x24mm carotid wallstent was used to treat the lesion, but the stent delivery system (sds) met resistance at the stenosed lesion and was unable to cross. The physician attempted to withdraw the device, but the catheter was not able to move. Eventually the device was withdrawn from the patient intact against resistance. The lesion was pre-dilated again with a 4mm and a 5mm balloon catheter, and another carotid wallstent was implanted to complete the procedure. There were no reported patient complications as a result. The patient was asymptomatic during the procedure and was listed as "stable" post-procedure.